Event description:
It was reported an issue with silkam suture. The client reported that the needle easily came off the thread. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 16 closed samples. To evaluate the conformity of the closed units, we performed the following tests: needle attachment results conducted on 16 closed samples received are 0.87 kgf in average and 0.28 kgf in minimum and does not fulfil ep requirement for minimum (only one of the samples has a value minimum). Ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. According to ep, one low value in 15 units tested is accepted. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.